Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the command 18 st guide wire was shaped with the finger/hand prior to use. The guide wire was used in a contralateral approach to access the very tortuous and mildly calcified mid superficial femoral artery. Some resistance was met during advancement, but not more than usual. The guide wire reached the lesion. An 018 non-abbott balloon dilatation catheter (bdc) was then advanced over the command 18 guide wire. The physician attempted to retract the command 18 guide wire while keeping the bdc in place, but met resistance removing the guide wire. It is unknown if the guide wire met resistance with the bdc or the anatomy. The guide wire was successfully removed, followed by removal of the bdc. It was noted that the guide wire separated inside the bdc. A new guide wire and a new bdc were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported guide wire separation was confirmed. The reported difficult to remove was unable to be confirmed due to the returned condition of the wire and device. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that is associated to this event. Review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.